Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The complete initial reporter facility name is (B)(6). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 74 (non-recoverable system error). Tried powering device off and back on but alarm returned. Advised to swap out to alternate device and send to biomed for evaluation. Sn # (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a shorted t2 thermistor. Case data confirms alarm 74. Tank harness was replaced. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 74 (non-recoverable system error). Tried powering device off and back on but alarm returned. Advised to swap out to alternate device and send to biomed for evaluation. Sn (B)(6). Per follow up information received via task on 08may2025, per (B)(4) , they called to state that this device was exhibiting alarm 74. Discussed this was indicative of a shorted t2 thermistor. They would like a quote for a loaner and depot repair. Sample received for repair.